Event description:
Dialysis treatment initiated @ 2:15; blood presssure-bp 117/55. Bp at 3:15 105/p. At 3:30 blood leak noted foaming massive in head of dialyzer & outside fibers (dialysate compartment). Treatment stopped. Blood returned. Bp 76/40, nss 150cc given. Bp moved up to 85/31 at 3:55 treatment restarted on new dialyzer and bloodlines. Bp 96/40 @ 4:15. At 4:37. Pt complianed of nausea & dizziness. Bp 76/21. Treatment terminated. Blood returned. Pt transported to hospital secondary to hypertension. She was evaluated in the ER, found to be stable. (Estimated blood loss 300-400 cc secondary to blood leak). Pt discharged that evening back to original facility.pt continued to be hypeertensive during the night and was brought back to hospital 1/14/94 and readmitted. Pt had (week plus history of a diffuse coalescent meculopappular eruption which was attributed to coptopril drug. Discontinued during hospitalization prior to admission to dialysis facility on 1/11/94.on 1/14/94 during an acute dialysis treatment at the medical center the pt coded and expired.after pt's treatment on 1/13/94, medicine pulled and checked. Blood detector had not alarmed during incident. During evaluation of the medicine it was noted that the blood leak detector had deviated from normal operating limits. Detector recalibrated.